Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer alleged that quick boluses were not being delivered correctly and insulin gauge was not decreasing. Customer blood glucose level was reported to be 400 mg/dl. Customer was unwilling to complete troubleshooting with tandem technical support or upload pump data.